Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Product exhibits signs of repeated use, the anterior of the post feature has fractured off and has cracked on the lateral side of the post. All pieces were not returned. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. All pieces have not been returned. There is no additional information available at this time.